Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the mid cx which was reported to be a very calcified lesion. No abnormality was noted during preparation of the device. During delivery the stent dislodged from the balloon and information provided confirms the stent was probably damaged by calcification and "nothing was easy" during the procedure. The stent was removed from the patient and no clinical sequelae reported. Patient is fine post procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent dislodgement/failure to deliver stent. Patient's condition affected effectiveness of device-lesion morphology (very calcified). No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure-stent dislodgement/failure to deliver stent. Unable to confirm complaint - device or procedural images not provided for review. Device failure/lack of effectiveness related to patient condition-lesion morphology (very calcified). (B)(4).